Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿ outflow graft d4: model #: 1125 / catalog #: 1125 / expiration date: 31-dec-2021 / serial or lot#: (B)(6)UDI #: (B)(4) d9: no h3: no h4: mfg date: 31-dec-2019 h5: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad) patient was admitted with a driveline (dl) infection with purulent drainage from exit site, skin blisters, dark urine, subtherapeutic international normalized ratio (inr), elevated white blood cell count (wbc) and elevated creatinine. It was also reported that the vad exhibited low flow alarms associated with a suspected thrombus in either the inflow cannula or outflow graft. It was noted that the patient had taken their anticoagulation medicine for two years. The dl infection culture revealed streptococcus constellatus, corynebacterium amycolatum, staph epidedermidis, pseudomonas auruginosa and staph aureus. Review of log file data revealed motor start events with parameters outside of the typical range. The patient was treated with tissue plasminogen activator (tpa) and antibiotics. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Additional products: d4: serial or lot#: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: (B)(6) and the associated outflow graft (lot 2002823634) were not returned for evaluation. A review of the device history records was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Review of the controller log files revealed motor start events recorded on (B)(6)2022 at 15:58:39 and on (B)(6)2023 at 23:32:16 in which the motor start parameters were atypical. Log file analysis also revealed several increases in power consumption and estimated flow to parameters above normal operating range within the analyzed period. A sudden decrease in parameters and forty-five (45) low flow alarms was then logged on (B)(6)2024. Of note, several clock changes were then logged, in which the controller's date was set to (B)(6) 2010, (B)(6) 2011, and (B)(6) 2011; no pump ID setting events had been logged on the controller prior to these clock change events. If the pump ID is not set when the controller is connected to the monitor, the monitor will update the date/time of the controller to match the date/time of the monitor. Following the clock changes, seven (7) additional low flow alarms were logged. Additionally, a sudden increase in power consumption and four (4) high watt alarms were logged. As a result, the reported low flow and atypical motor start parameter events were confirmed. The reported outflow graft occlusion and device thrombus could not be confirmed due to insufficient evidence. The observed incorrect date/time settings are an additional finding, unrelated to the reported event. Based on the available information, the most likely root cause of the incorrect date/time settings can be attributed to a controller with no pump ID set being connected to a monitor with an incorrect date, resulting in the monitor updating the date/time on the controller to the incorrect date. Based on the available information, the device may have caused or contributed to the reported event. Based on historical review of similar events, the most likely root cause of the observed high-power event can be attributed to external factors such as thrombus formation/ingestion. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, and/or poor vad filling. Based on a historical review of similar events, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Per the instructions for use, device thrombus and driveline infection are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course, including care of the driveline exit site. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient underwent a computerized tomography (CT) scan, but a thrombus was unable to be confirmed. It was noted that the patient did respond to the tissue plasminogen activator (tpa) treatment.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.